Event description:
It was reported that the handle of slap hammer broke while extracting rush rod (non-synthes product). The blue inserter extraction attachment broke at the threads. Event #3 of 3 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. MFR date: 2/22/2000. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The manufacturing records were reviewed and no complaint related issues were found. The returned slide hammer (part#357.026) was manufactured in february 2000 and is over 12 years old. The handle component which fractured is manufactured from(B)(4) which is a typical material synthes uses to make device handles. Based on the age and as received condition of the returned slap hammer, it has outlived its useful life. The design is adequate for its intended use and did not contribute to this complaint condition. This is the only complaint in the (B)(4) history for this complaint condition and (B)(4). This device is used repeatedly so the actual complaint rate based on usage would be significantly lower. This complaint is invalid from a design perspective.